Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and undersensing. The physician suspected the lead had micro-dislodged. The lead was reprogrammed and subsequently repositioned. Later, the patient was scheduled for an magnetic resonance imaging (MRI) appointment and the lead threshold was again found to be elevated. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.